Event description:
It was reported that during the laparoscopic cholecystectomy the tip is protruded while the clip is used for ligating the blood vessels.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its trigger partially engaged and the rotation tab bent. Two clips were partially loaded incorrectly into the jaws of the applier as the first clip had its hook broken off and the second clip was stuck in the bent rotation tab. The sample appears used as there is biological material present on the device. The first two clips were manually removed , and the trigger cycle was completed. The sample was disassembled to inspect the internal components. It was found that the clips were out of position and stacking on one another in the channel. The proximal end of the feeder was slightly bent due to the clip stacking. The sample was received with 8 clips remaining including the partially loaded clips, indicating that 7 clips were fired by the end user. The clip stacking prevented the clips from loading properly into the jaws. It could not be determined exactly how or when the clips came out of position. A CAPA has been opened to further investigate this issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "loading issue" was confirmed based upon the sample received. One device was returned with its trigger partially engaged and the rotation tab bent. Two clips were partially loaded incorrectly into the jaws of the applier as the first clip had its hook broken off and the second clip was stuck in the bent rotation tab. The sample was disassembled , and it was found that the clips were out of position and stacking on one another in the channel. The proximal end of the feeder was slightly bent due to the clip stacking. The clip stacking prevented the clips from loading properly into the jaws. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or when the clips became out of position. A CAPA has been opened to further investigate this issue.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot #73g1800296. Investigation did not show issues related to the complaint. The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during the laparoscopic cholecystectomy the tip is protruded while the clip is used for ligating the blood vessels.